Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation/correction. D.4. Other lot number includes 3212119 and other expiration date includes 2028-06-30. Following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address and contact information evaluation: two photos were provided to our quality team for investigation. Both photos show a close-up image, with one showing the stopper inside the barrel with a red line around the area; however, the reported defect cannot be seen in this image. The next image shows the stopper outside the barrel and the stopper has a shine on it. No excessive silicone can be seen on the stopper. The condition observed is acceptable per product specification. The foreign matter/oily substance observed in the syringe is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see silicone quantity guideline attached. The reported defect was not identified in the photos received. Therefore, no corrective action is required at this time. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 3285658 and 3212119. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: just got feedback from customers at which they are observed "bd-309628 syringes" with oily condition. The presence of the oil can be seen clearly at the stopper (black rubber) area. Please refer the photos attached. Is there any lubricant / oil used in the process may transfer to the stopper? Syringes was observe contaminated with oil. Please look into this and provide some input for this feedback soonest possible.

Manufacturer narrative:
D.4. Other lot number includes 3212119 and other expiration date includes 2028-06-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-09-18.